Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Event description:
It was reported that the patient was a twiddler patient, and there was some coil separation. An attorney further alleged that the patient sustained injury, and that the lead was defectively manufactured and designed, and contained defective warnings. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.